Event description:
The customer reported being admitted in the emergency room for high blood glucose. The blood glucose reading was approximately 300mg/dl. The customer declined to perform any troubleshooting. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.